Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that during a surgical procedure using advansys lower extremity instrumentation, the surgeon put the drill guide in, and the top of the drill guide broke off. There was a lot of torque being applied at the time the breakage occurred. There was no harm to the pt. Integra has requested additional clinical info. Integra has requested return of the device for eval.